Manufacturer narrative:
The unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power loss alarms. Detailed trace analysis confirmed power error and power loss alarms were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit alarmed during the self test and confirmed in pump history due to cold solder joint at the keypad assembly. Unit received with cracked keypad overlay at select button. The unit was received with minor scratches on the lcd window, casing, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed power error. The issue had been troubleshot previously but it continues. The patient's blood glucose was 9.2 mmol/l. The insulin pump was returned for analysis.